Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the bhw hydro guide wire (gw) was placed in a saphenous vein. The procedure continued to address other lesions; however upon completion, when attempting to remove the bhw, it was noticed that part of the gw was outside the catheter while another part protruded through the catheter into the saphenous vein. The guidewire had separated into two pieces. Since the distal part remained inside the catheter for about 5 cm, it was captured with a balloon and the entire assembly (catheter, part of the guidewire, and balloon) was removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported the bhw hydro guide wire (gw) was placed in a saphenous vein. The procedure continued to address other lesions; however upon completion, when attempting to remove the bhw, it was noticed that part of the gw was outside the catheter while another part protruded through the catheter into the saphenous vein. The guidewire had separated into two pieces. Since the distal part remained inside the catheter for about 5 cm, it was captured with a balloon and the entire assembly (catheter, part of the guidewire, and balloon) was removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of level product quality issue. 5 sterile/unused hi-torque balance heavyweight guidewire were returned. P/n: (B)(4), lot: 4102271. Visual and dimensional inspections on all five sterile units was performed with no observations or anomalies noted. Hypotube adhesion strength testing on all five (5) units was performed with no observations or anomalies noted. The investigation determined a conclusive cause for the reported material separation cannot be determined. It is possible that soaking the guide wire in a basin with saline solution for later use contributed to the reported material separation; however this cannot be confirmed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.